Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation, there was no obvious visual issue, however, the functional evaluation confirmed the profore layer 4 was difficult to unwind. A relationship against the reported event has been established. A complaint history review confirmed further instances of this nature. A review of the manufacturing records confirmed the device was released according to specification. A further review of the manufacturing process was also performed, and a root cause of inadequate standard operating procedure has been determined. Corrective action has been initiated regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that a profore lite system kit case 8 #4 bandage cohesive outer layer does not unroll easily from the roll. Is badly rolled, with overlaps and wrinkles that make it impossible to apply. No case involved, therefore no patient was involved.